Event description:
It was reported that during an occlusion intervention procedure a balloon tear occurred. The intended location for treatment was the bleeding inferior vena cava. A 27/7/2/65 equalizer balloon catheter was advanced to the target location and immediately upon the first inflation attempt the balloon pressure would not hold. The physician believes a tear in the equalizer balloon occurred. The equalizer balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).